Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets fell off during use event on 02-mar-2026 and 03-mar-2026. The infusion set was in use for three hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 2588094-device 1 of 3.